Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead helix was found to be twisted resulting in helix mechanism issues. The lead was removed and replaced. No patient consequences were reported.

Manufacturer narrative:
Device evaluation : the reported events of the helix mechanism issues were confirmed. As received, a complete lead was returned in one piece with the helix extended and was found bent consistent with procedural damage. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies with the exception to procedural damage. Correction : section b5 ; the event summary was amended from "right ventricular (rv) lead" to "lead" as the position of the lead is not known.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead helix was found to be twisted resulting in helix mechanism issues. The rv lead was removed and replaced. No patient consequences were reported.